Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, the cutter did not cut. The product was replaced and the procedure was completed without patient harm.

Manufacturer narrative:
Manufacturing report number 2028159-2018-00469 is a duplicate. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. Action was taken to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance identified the major contributor to be an error during the end-of ¿line inspection process. An enhancement to the probe tester station was implemented to optimize the verification process of tested probes prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).